Manufacturer narrative:
The reported event of lack of irrigation was not duplicated; however, it was confirmed during service evaluation. The device was also found to output excessive irrigation. Based on subject matter expert consultation, depending on the position of the irrigation bag looseness in the set screws can cause irrigation to flow in excessive through the irr/pv assembly or cause a lack of irrigation due to the compression plate not being fully applied to the tubing for irrigation control. The device was repaired, cleaned, lubed, and adjusted before being returned to the customer.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer.

Event description:
It was reported that the sonopet console irrigation pump failed during an office demonstration. This was an out of box failure. There was no patient involvement, and no user injuries or adverse consequences.

Event description:
It was reported that the sonopet console irrigation pump failed during an office demonstration. This was an out of box failure. There was no patient involvement, and no user injuries or adverse consequences.